Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was observed that the attachment device was ¿heating¿. There were no delays to a scheduled surgical procedure as an identical spare device was available. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.